Event description:
It was reported from (B)(6) that the surgeon was experiencing difficulty removing matrixorthognathic screws when removing the plates, usually sagittal split plates. When the surgeon would go to remove the screws, the screws tended to be strip out to the point where they could not be extracted easily, and the surgeon had to use the universal screw removal set, or had to cut and spin the plate to remove it. This would be the case after the instrumentation had been in for some time and was being removed for various reasons. This happened multiple times with multiple different patients, but no specific patients/cases were provided. The screws and plates had been discarded. The surgeon completed the procedures with a like/similar device with no delay reported. This complaint is for an unknown number of unknown sagittal split plates. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. This complaint is for an unknown number of unknown sagittal split plates/unknown lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.